Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's mother that the customer was hospitalized due to high blood glucose. She believes the pump is currently not working correctly. The customer's blood glucose at time of incident was over 500mg/dl. Customer's current blood glucose was 288mg/dl. Customer has been treating with manual injections. The customer was advised the pump will be replaced and revert to back up plan.